Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was kinked at the mid to proximal end and it was difficult to insert or retract. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files showed that 13 applications were performed with a balloon catheter on the date of the event with no system issues. The reported issue of shaft kink was not confirmed through data analysis. The physical device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter, 2ach25 with lot number 10819482 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was misshaped and kinked. The shaft was kinked and bent in several places, and that could be the cause of the difficulty inserting the product. In conclusion, the shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft and introducer. If information is provided in the future, a supplemental report will be issued.